Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air bubble in the luer lock and tubing. The contact primed the air from the line. The customer's blood glucose level was 218 mg/dl and it was addressed with a manual injection.